Event description:
The event reported by a customer from (B)(6): "sapphire power adapter that is broken at the plug end." Additional info received on (B)(4) 2015: the power supply been used before this event.

Manufacturer narrative:
(B)(4). Q core ltd (MFR) is submitting the report on behalf of (B)(4).